Event description:
Healthcare professional reported that patient injected in the lips with juvéderm® volbella® with lidocaine and experienced "delayed onset inflammatory reaction", had flu shot and "swelling has started in the areas the filler has been injected in lips". Treatment inlcuded short 3 day course of 1x 25mg pred daily. Symptoms resolved. This record relates injection last year with juvéderm® volbella® with lidocaine. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for the 2nd injection.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.